Manufacturer narrative:
The associated complaint device was not returned for evaluation. Therefore a product analysis could not be performed. After several requests, smith and nephew has been unable to obtain the product information. As device details were not made available, device history record and complaint history review could not be performed. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. It was communicated that it may be several months before the information is available to smith and nephew. Should the device or additional information be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that patient with the plate presents a flexor pollicis longus (fpl) rupture. A revision hasn't been performed.